Event description:
Customer states the use by date on the comfort curve test strip vial label is 06/30/2009; manufacturer's batch record confirmed the actual use by date to be 06/30/2007. No adverse event reported. Batch record expiration date confirmation attached. Requested return of product, replacement sent.